Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Final analysis did not find any anomalies.

Manufacturer narrative:
Correction: section d4 - the serial number should had been (B)(6), rather than (B)(6).

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the pacing impedance of newly placed right atrial (ra) lead was low and out of range. The ra lead was not used and the procedure was completed using an alternate lead on (B)(6) 2025. The patient was in stable condition.